Manufacturer narrative:
Initially reported device manufacturing date from 3/28/2008 to corrected device manufacturing date november 1997. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with loose epithelial in both eyes. A debridement was performed on left eye first. It was stated that the patient had loss of best corrected visual acuity (bcva) of two lines in left eye and of 1 line in right eye. The patient had complaints of halos/glares/shadows, blurriness, and headache. Patient reported symptoms are interfering with daily activities.  Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.75 x -.75 x 0, left eye pre-op 20/20 -4.00 x -.50 x 175. Bcva from (B)(6) 2018: right eye pre-op 20/25 .25 x -.50 x 0, left eye pre-op 20/30 .50 x -.75 x 0. This report is for the visx laser. A separate report is being submitted for the intralase system.